Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose levels were 136 mg/dl at the time of the incident. The customer reported that the piston of the insulin pump does not rewind which does not allow the reservoir to go inside the insulin pump. Troubleshooting was performed. The insulin pump was unable to physically rewind. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Device was rewound several times with no rewind anomalies noted. No delivery alarm/occlusion - unknown timing not confirmed.(B)(4).